Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified a device broken and with the lot number in the patch 2479180. Device labeled right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reporting rupture of the right device. Device has been explanted.

Event description:
Later patient reported "severe breast and join paint, severe, back, shoulder and neck, severe fatigue, difficulty concentrating, sleep disorder, chess pressure, irritability, restlessness, night sweats, temperature fluctuations, visual disturbances".